Manufacturer narrative:
This complaint has been identified as a duplicate of MFR report# 1920898-2019-00990, therefore this complaint should be disregarded. Any additional information regarding this incident will be added to MFR report# 1920898-2019-00990.

Event description:
It was reported that the syringe 0.5ml 31ga 6mm 10bag 500cs experienced product damage which was noted prior to use. The following information was provided by the initial reporter: material no. 324911, batch no. Unknown. I recently opened a bag of 10 bd 6mm syringes 324911 and one of the syringes was damaged on the plunger handle and cap and the plunger handle was missing. The plunger ¿rod¿ and cap appear to have been chewed.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the syringe 0.5 ml 31ga 6 mm 10bag 500cs experienced product damage which was noted prior to use. The following information was provided by the initial reporter: material no. 324911, batch no. Unknown. I recently opened a bag of 10 bd 6 mm syringes 324911 and one of the syringes was damaged on the plunger handle and cap and the plunger handle was missing. The plunger ¿rod¿ and cap appear to have been chewed.